Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)."), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia),"), metrorrhagia ("metorhagia (bleeding b/w periods)."), vaginal discharge ("bladder/urinary problems - vaginal discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss."), post procedural infection ("complications during removal surgery : infection"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia and vaginal discharge had resolved, the metrorrhagia, headache, fatigue, post procedural infection, vaginal infection and vaginal haemorrhage outcome was unknown, the migraine was resolving and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary problem. Date of removal: (B)(6)2019(discrepancy noted per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received- case become medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)."), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)."), vaginal discharge ("bladder/urinary problems - vaginal discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss."), post procedural infection ("complications during removal surgery : infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal discharge, migraine, headache, fatigue, alopecia, post procedural infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Previously reported event "injury" is replaced by "pelvic pain", events - "dysmenorrhea, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding, metorrhagia (bleeding b/w periods), vaginal discharge, vaginal infection, migraine, headaches, fatigue, complications during removal surgery : infection, vaginal infection and hair loss", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)."), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia),"), metrorrhagia ("metorhagia (bleeding b/w periods)."), vaginal discharge ("bladder/urinary problems - vaginal discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss."), post procedural infection ("complications during removal surgery : infection"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia and vaginal discharge had resolved, the metrorrhagia, headache, fatigue, post procedural infection, vaginal infection and vaginal haemorrhage outcome was unknown, the migraine was resolving and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary problem. Date of removal: (B)(6) 2019(discrepancy noted per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)."), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia),"), metrorrhagia ("metorhagia (bleeding b/w periods)."), vaginal discharge ("bladder/urinary problems - vaginal discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss."), post procedural infection ("complications during removal surgery : infection"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia and vaginal discharge had resolved, the metrorrhagia, headache, fatigue, post procedural infection, vaginal infection and vaginal haemorrhage outcome was unknown, the migraine was resolving and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Added event abnormal bleeding (vaginal). Updated outcome of events from unknown to recovered/resolved, migraine from unknown to recovering/resolving and hair loss from unknown to not recovered/not resolved. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.